Manufacturer narrative:
The reported event that the ball of handle was broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage.

Event description:
It was reported that during a surgical procedure conducted at the user facility the ball broke off of the handle of the device. No impact to the patient, surgical delays, medical intervention, or adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the ball broke off of the handle of the device. No impact to the patient, surgical delays, medical intervention, or adverse consequences were reported with this event.